Manufacturer narrative:
Unit passed the displacement test, rewind, basic occlusion test, self-test, and unexpected restart error test. The stop current and run current measurement tests are within specification. Unit also passed off no power alarm test. Unit was unable to prime during prime/compromised force sensor system test due to faulty force sensor resistor. Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. Unit had minor scratched display window, scratched case, cracked reservoir tube lip, and a scratched keypad overlay. (B)(4).

Event description:
The customer's parent reported via phone call that the insulin pump's screen had a scratch. The customer was able to read the insulin pump's screen and it was functioning as designed. The customer went into a diabetic ketoacidosis and went to the hospital. He was taken off the insulin pump and placed on shots for the time being. The customer was treating with the insulin pump. The customer's blood glucose level went up every time he was on the insulin pump. The customer was hospitalized on (B)(6) 2016 with a blood glucose level of 445 mg/dl. The customer had a headache, body pains, vomited, and had high ketones. At the hospital he was treated with fluids and insulin drip. The customer was wearing the insulin pump at the time of hospitalization. The customer was advised that the device would be replaced and agreed to return the product for analysis.